Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received it is determined that the reported issue is likely related to circumstances of the procedure. In this case, it is likely, a suture snag, (possibly due to posterior cuff miss), an interaction with patient anatomy, or excess pull contributed to the suture break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3- the date event was estimated as 4/1/2025 attachment: uf/importer report (B)(4).

Event description:
User facility medsun report received that states: "describe the event or problem: suture detached from plunger when plunger removed. Device failed". . No additional information was provided.